Manufacturer narrative:
Concomitant medical products: product ID: 3391, product type: lead. (B)(4).

Event description:
A health care provider reported via a manufacturing representative that the patient had a loss of therapy and had been declining. The patient had a decline of depression symptoms. Impedances were measured and the hcp saw some that were relatively high. One contact had an impedance reading in the 2800 range. The patient was implanted for depression.